Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 06/02/2026, the patient experienced nausea and vomiting. At that time, a fingerstick measurement indicated a blood glucose level of 303 mg/dl, while the cgm displayed a value of 200 mg/dl, demonstrating a discrepancy between the two readings. No treatment was administered at home, and the patient was transported to the hospital by a parent. Upon arrival, a fingerstick measurement was performed; however, the value was not recalled by the reporter. At that time, the cgm was no longer displaying glucose readings. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids. The patient remained hospitalized for more than 24 hours and was discharged the following day. At the time of reporting, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.